Manufacturer narrative:
According to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to neurologic damage (stroke), endoleak, aneurysm enlargement and surgical conversion. According to the gore excluder aaa endoprosthesis instructions for use, the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in patient populations with ruptured aneurysms. Additionally, adverse events that may occur and/or require intervention include, but are not limited to bleeding, endoleak, surgical conversion. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Manufacturer narrative:
The lot/serial number is unknown. A review of the manufacturing records for the device could not be conducted.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2013, the patient was implanted with a gore excluder aaa endoprosthesis to treat the ruptured abdominal aortic aneurysm. The patient tolerated the initial procedure. On (B)(6) 2013, during the follow up images, the aneurysm sac was continuing to enlarge (amount unknown) and there was a type ii endoleak present. A large lumbar artery was feeding into the aneurysm sac. The physician chose to re-intervene and attempted to ligate the lumbar artery, however, the artery could not be found under imaging. The physician then chose to explant the gore excluder aaa endoprosthesis and convert to an open surgical repair. During the explant procedure the patient did code and the medical team revived the patient with chest compressions. The patient tolerated the explant procedure. Overnight the patient had some altered mental status where he was refusing medications and imaging. The cta was obtained on (B)(6) 2014 that showed subacute infarct in the right. On (B)(6) 2013, the follow up exam revealed that the patient returned back to normal condition.